Manufacturer narrative:
The reported events were lead slack issue, white material stuck inside the helix, and inadequate capture. As received, a complete lead was returned in one-piece. The reported event of white material stuck inside the helix was confirmed, while the reported event of inadequate capture was not confirmed. Visual examination found the helix was fully extended and clogged with blood/tissue and the steroid plug was shifted distally towards the distal tip. The full helix extension length was measured within specifications. The reported event of white material stuck inside the helix was isolated to the shifted steroid plug, consistent with procedural. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for follow-up with high capture threshold exhibited by the right ventricular lead. Imaging revealed that the lead slack was pulled back. The patient was scheduled for lead revision and an attempt to insert the stylet was made. However, brown liquid leaked out of the back of the lead, and white matter was observed to be stuck in the helix. The lead was explanted and replaced. The patient was stable.